Event description:
The customer states that the architect i2000 analyzer generated discrepant total b-hcg assay results on one patient sample. See data below. Initial run, total b-hcg assay result = 500 miu/ml. Repeat, total b-hcg assay result = <1.2 miu/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
(B)(4). The initial MDR was filed against the architect i2000sr analyzer, list number 1g17-02, serial number (B)(4), (B)(4). Upon further investigation, it was determined that the architect total b-hcg reagent was the suspect medical device. The catalog number for this product is list number 7k78-20, manufactured in (B)(4). This report is being filed on an international product, list number 7k78-20, architect total b-hcg reagent kit, that has a similar product distributed in the us (list number 6c21, architect total b-hcg reagent kit). Evaluation: as the specific lot number of the affected kit was not available, the performance of the architect total b-hcg assay was evaluated by reviewing the performance of each released reagent lot using statistical process control (spc) charts and the performance of the assay in (B)(6). A review of the complaint data for the assay was also performed. The customer was unable to provide the lot number of the reagent in question, therefore the investigation examined the information provided by the customer, complaint tracking and trending, statistical process control tracking for architect b-hcg reagent lots manufactured to date and the performance of the assay in (B)(6). As part of the investigation, the control and panel values obtained during final and product release testing were reviewed for all architect b-hcg reagents manufactured to date at abbott international diagnostic division (aidd) (B)(4). Architect b-hcg panels are serum-based samples that are formulated and tested to mimic patient samples. This data was analyzed using statistical process control (spc). Spc employs statistical techniques to measure and analyze the variation in process. It is used to measure the consistency of processes used to manufacture a product. Spc detects any unusual variation in a process. Spc was employed to track the panel and control concentrations of all architect total b-hcg reagent lots manufactured to date. The performance of recently manufactured architect b-hcg reagents compared well to other lots of architect total b-hcg list number 7k78 reagents manufactured in (B)(4) to date. Additionally, aidd (B)(4) participates in the (B)(6). A review of the cumulative summary of the performance of the abbott architect total b-hcg assay to date demonstrates that aidd (B)(4) is performing acceptably for the architect b-hcg method. A review of other customer complaints received to date was also carried out to determine if others had experienced this issue. The search did not indicate an adverse trend for related issues. Based upon the investigation and a review of the information available, we were unable to confirm the customer's observation. It was concluded that the architect total b-hcg reagent kit in question is meeting its safety, effectiveness and label claims. This is the final report.